Event description:
During a tubal ligation, the jaw broke off the filshie applicator and had to be retrieved from the patient.

Manufacturer narrative:
The subject applicator was purchased by the user facility in july 2006. The manufacturer recommends the applicator be serviced every 100 uses or yearly which ever comes first. Records indicate the applicator has not been sent in for service since purchased. The user facility has indicated the applicator will be returned for evaluation, however, as of this report the applicator has not be received. Upon receipt of the subject applicator, (the distributor) will forward the applicator to femcare-nikomed (the manufacturer) for evaluation. This report will be supplemented as appropriate upon conclusion of femcare-nikomed's investigation.